Manufacturer narrative:
The investigation into purge leak ¿ pump has been completed. Since data logs show the product operated within specification during the case and no leak reproduced on returned product, the root cause of the purge leak was determined to be no problem found. G1 reporting contact email was reported incorrectly on manufacturer device report 1220648-2024-20962

Event description:
The complainant reported a male patient in an acute myocardial infarction / cardiogenic shock (ami/cgs) was implanted with an impella cp device for mechanical circulatory support. During impella cp support. It was reported that the purge filter is leaking.

Manufacturer narrative:
The impella device was received for evaluation. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp section: cleaning ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿